Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented via remote transmission, non-sustained ventricular fibrillation (nsvf) episode was noted. The device exhibited two noise reversion episodes due to electromagnetic interference(emi). The nsvf episodes was found to be due to noise being oversensed on the right ventricular (rv) lead. When the patient presented in clinic for lead testing, pacing impedance was noted to be lower than the limit. The patient had received inappropriate antitachycardia pacing therapy (atp) due to lead noise. Programming changes were made, and lead revision was discussed. The patient was kept on life vest and was stable.

Manufacturer narrative:
The reported events of sensing noise, inappropriate shock therapy and low pacing lead impedance were confirmed. A complete lead was returned for analysis. External insulation abrasion was noted 7.6 cm to 9.5 cm breaching the ring electrode cable lumen distal to the connector pin consistent with friction to device can. In this region, the right ventricular and superior vena cava cable lumens were abraded, and the ptfe liner of the inner coil was also abraded and exposing the inner coil. All efte cable coating were found to be normal. Another external insulation abrasion was noted at 46.7 cm to 47.0 cm breaching the ring electrode cable lumen at the proximal region of the distal end consistent friction to device can. One etfe cable coating was abraded while the other cable was intact. This is consistent with the observation from the field of sensing noise, inappropriate shock therapy and low pacing lead impedance.

Event description:
Related manufacturer reference number: 2938836-2020-07793. New information received notes that noise was again noted on the right ventricular (rv) lead. The lead and device were explanted and replaced. The patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.